Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the device failed to cross the lesion, and during inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 4.00mm x 12mm nc emerge mr dilatation catheter was returned for analysis. A visual and tactile inspection identified no issues or damages with the hypotube shaft. The balloon was subjected to positive pressure, and a longitudinal tear was identified along the main body of the balloon. A detailed microscopic examination identified a stretched in the inner shaft polymer extrusion within the balloon profile. No issues were noted with the bumper tip. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition due to anatomical factors. This code was selected as the most probable complaint cause based on the information available. It was reported that the device failed to cross the lesion due to angulation and the balloon burst during the procedure. Due to the nature of the complaint, it is not possible to test the device, under laboratory conditions, for the device's ability to track through patient anatomy. Therefore, the reported allegation of catheter difficulty to cross cannot be confirmed. Device analysis noted that the balloon was subjected to positive pressure, and a longitudinal tear was noted along the main body of the balloon. It is unknown what atmospheric pressure the balloon was inflated to or why an attempt was made to inflate the balloon if the device couldn't reach the lesion site due to angulation. The inner shaft polymer extrusion stretching within the balloon profile likely occurred post procedure during the removal of the guidewire.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the device failed to cross the lesion, and during inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post-procedure.